Manufacturer narrative:
The insulin pump was returned because of physical damage on the back of the insulin pump, moisture damage, and critical pump error (open book) alarm. The following will be performed: upload firmware utilizing crest and then download the trace/history files and bootloader traces utilizing thus. Review the downloaded trace/history files or bootloader trace files for root cause of the critical pump error (open book) alarm. Perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and then measure the force sensor zero offset. Conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. Device was received with a critical pump error (open book image) alarm due to moisture damage of the electronic assembly electrical board 1 and electrical board 2. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest however, the insulin pump failed to enter recovery mode preventing download of history files and traces using thus, x-test was used to download bootloader traces and they indicate that a critical error triggered the critical pump error (open book image) alarm. The force sensor zero offset is within specification (23.8 milivolts) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, end cap address label faded, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error open book image alarm. The customer stated that they were fallen in a pool and noticed a crack on the backside from the middle down to the bottom of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.